Event description:
It was reported that a bd vacutainer® k2 edta (k2e) plus blood collection tubes did not have a good seal. The following was reported, "material no: 366643; batch no: 8246915 it was reported the tubes do not have a good seal. I am emailing in regards to the 10ml k2edta tubes that we ordered from xxxxx through our hospital¿s ebuyer system. We use these tubes for blood collection but many of them do not have a good seal and we¿ve had to replace them with other tubes. We are unsatisfied with this product because the fault rate is about 10% which is unacceptable in a hospital setting in which patient safety need to be prioritized. Is there any way we could refund this product or replace this batch?"

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA 161123. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) plus blood collection tubes did not have a good seal. The following was reported. "Material no: 366643 ; batch no: 8246915. It was reported the tubes do not have a good seal. I am emailing in regards to the 10ml k2edta tubes that we ordered from xxxxx through our hospital¿s ebuyer system. We use these tubes for blood collection but many of them do not have a good seal and we've had to replace them with other tubes. We are unsatisfied with this product because the fault rate is about 10% which is unacceptable in a hospital setting in which patient safety need to be prioritized. Is there any way we could refund this product or replace this batch?".